Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the lead component of the trial stimulation system had migrated which was confirmed when they took an x-ray. It was noted that the trial had started on (B)(6) 2014 and the trial failed the patient stated that they got horrible eg pain because of the issue. The manufacturer's representative noted that the patient had a lot of pain from the procedure. Follow up information received reported that it was arranged that the patient come into the office and meet with representative and was reprogrammed but there was no mention of the lead moving at that time. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.